Event description:
It was reported that device delivered inappropriate therapy and it was resolved by reprogramming. Other day, upon admission to the hospital, the patient who had an appropriate shock for vt but fell down the stairs after losing consciousness at home was noted to have recorded egms with an unexplained sensing phenomenon. After reviewing the egm it was the opinion of the sjm field staff and tech services that this sensing was likely an external pacemaker that was used by ems upon reaching the patient. This was confirmed by recording similar egm by externally pacing that patient during the crt upgrade procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported complaint of inappropriate shock could not be confirmed. The device sensed cardiac signals properly on a cardiac simulator, and no noise was found on the real-time electrogram. The device was tested manually on the bench and using automated test equipment and no anomalies were found.